Event description:
It was reported harmonic scalpel instrument was separating omental adhesions from the anterior abdominal wall and bladder. In dissecting, an obvious defect was made in the bladder. Urology consult was called and cystotomy closed. No other pt consequence reported.